Event description:
The customer reported that she witnessed sparking from exposed wires on her pump in style transformer. She said that it sparks every once in a while when she moves the cord a certain way. This is a safety risk.

Manufacturer narrative:
As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. A product eva on 03/10/2015 found exposed wires. A visual examination of the power supply revealed nothing unusual. A visual examination of the cord revealed exposed wires. The power supply was not plugged in. Resistance across the dc plug was measured as 0.7 ohms, which indicates that there is a short in the dc cord. The resistance across the ac blades measured as 59.2 ohms, which is normal and indicates that the thermal fuse did not blow.